Event description:
The anterior lip of the lateral a poly insert lifted up 1mm when the surgeon placed the knee in deep flexion during surgery. The surgeon observed that the insert seated properly with the knee in extension and lifted 1mm with the knee in deep flexion. Surgery was completed with the poly insert in this position.